Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0llhj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the healthcare provider called for help with a por (power on reset). The healthcare provider interrogated the patient's stimulator with the patient programmer to turn it on for the first time today and saw por. It was noted that the healthcare provider performed electrocautery during implant two days before reported event date. Issue resolved with use of clinician programmer.